Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. It was noted that the alarm persisted even after a battery change. No further information reported.